Event description:
Adverse event(s): "chronic dry eye" (dry eye(s)); "light sensitivity" (increased sensitivity); "glare, halos, ghosting" (visual disturbances); "cataracts" (cataract). Product problem(s): "none reported" (no info). (B)(4). The pt described side effects following lasik surgery four years ago. The pt described experiencing chronic dry eye, eye allergies, light sensitivity, starbursts around bright lights, halos, glare ghosting and reduced contrast sensitivity. The pt sees the same visual disturbances in the day around bright lights or shiny objects, but not as severe as in low lighting settings. Pt also reports developing cataracts. No other info was provided. Follow up with the reporter was not possible based on the limited info provided.

Manufacturer narrative:
The voluntary medwatch form did not provide the name or contact info of the pt nor the name and contact name of the surgeon. The serial number of the device in question was not identified. Without this info, follow up was not possible and a full technical and/or clinical eval was not possible. The root cause could not be determined. (B)(4)